Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited an inappropriate shock due to a loss of physiological signal. The patient was not aware of the shock. The physician and clinic were notified and advised to perform an x-ray and provocation testing to rule out a system integrity issue. At this time the system remains implanted. No adverse patient effects were reported.